Event description:
Info received indicates the bed has not electrical ground.

Manufacturer narrative:
The hill-rom technician found the ground prong missing on the ac power cord. The technician replaced the power cord to repair the bed.